Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011; inratio: 4.1; lab: 3.3; therapeutic range: 2.5-3.5. Testing within a few mins. Pt is (B)(6).

Manufacturer narrative:
Pt is (B)(6). Per product user guide, "testing has been limited to subjects age 18 and older." Per issue, pt is taking antibiotics. Per product user guide, "certain prescription drugs and over-the-counter medications (e.g., antibiotics, pain relievers) can affect the action of oral anticoagulants. Starting, stopping or changing the dose can affect the inr value." Pt is also had heparin flush. Per product user guide - limitations, "this test should not be used for pts on heparin therapy." Comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2011; inratio: 4.1; lab: 3.3; mean: 3.70; confidence limits: 2.2 - 5.3. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. No further investigation is required. Previous investigation of strip lot #246050 conducted on 04/21/2011 met accuracy criteria. No further investigation is required. Results as follows: investigation details: retained strip testing was performed on 04/21/2011 for lot# 246050, as indicated in the table below. The allowable difference between the inratio inr's and sysmex inr's are calculated. At least two out of three replicates for both samples for strip lot 246050 are within the allowable bias (+ or - 1.0). No discrepant results are produced on returned and in-house meters. These meet the above criteria, and then no further action is required. Conclusion: pt was under 18 years old. Product has not been approved for use on pts under the age of 18. Product is also not for use on pts undergoing heparin therapy. Pt's antibiotics may also have contributed to unexpected results. Analysis of the client's data from inratio and reference tests revealed that test results comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by quality assurance for corrective action (B)(4) no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.